Manufacturer narrative:
One 8.5f, swartz braided introducer hemostasis sheath was received for evaluation. One image was also submitted for evaluation. The results of the investigation concluded that the sheath tubing had been fractured and separated into two sections, the distal section of the detached tubing was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During a pulmonary vein isolation, a detachment required surgery occurred. Following collection of the left atrium anatomy, when the introducer was attempted to be removed, it was noted to be broken. The distal part of the device remained in the femoral vein of the patient. Surgery was required to retrieve the part. There were no further patient consequences following removal of the device.